Event description:
It was reported that upon removal, a small amount of blood was observed, and the cannula was slightly bent. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.